Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-13178. It was reported the asymptomatic patient presented for an in clinic device check. Upon initial check, it was observed that the device was unable to be interrogated due to suspected premature battery depletion. No intervention or programming changes were completed to address this issue. The patient was stable. New information indicated the implantable cardioverter defibrillator was explanted and replaced on (B)(6) 2020. During pre-operation system check, it was observed the right ventricular lead had high pacing impedance >2000 ohms. The lead was also explanted and replaced during this procedure. The patient was stable before, during and following the procedure.

Event description:
New information revealed the right ventricular lead was capped and replaced on 18sep2020. The patient was stable.